Event description:
The patient underwent the successful coil embolization procedure of the left anterior cerebral artery (aca) aneurysm. The procedure was complicated by an embolism with related ischemia. Immediately post procedure, the patient¿s condition worsened due to the ischemia. Five days post procedure, the patient was discharged ¿with severe physical or mental disability¿. Six months post procedure the patient expired; the cause of death is unknown. No other information was provided.

Manufacturer narrative:
Conclusion: for anticipated procedural complication. The device remains implanted and was not available for analysis. From the information provided, there was no indication that the device was not used as in accordance with the labeling or that this caused or contributed to the reported event. Thrombosis, stroke and death are known and anticipated complications to these types of procedures and are noted in the labeling. Therefore, it was determined that the reported event was an anticipated procedural complication.